Manufacturer narrative:
As of 10/28/2022 aso submitted retained samples for testing with no defects or observations. Aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product. Refer to relevant tests/laboratory data of this report for further details.

Event description:
Consumer stated on 09/16/2022 that used the product to cover a bump on her child and it left marks. Product pulled her child skin off. Consumer returned customer information request (cir) on (B)(6) 2022. Consumer stated that her child was diagnosed with a contagious virus and used the product to cover the bumps. Consumer stated that treatment was not required. However, consumer took her child to the doctors for the sores and discoloration in the area. Consumer stated that the product pulled her skin causing scarring. Consumer also stated that the issue was with the tape area and that the symptoms did not correct after stopping using the product.